Event description:
It was reported that the patient experienced a stroke. During an ablation procedure, an atypical flutter was mapped with an intellamap orion catheter and afterwards successfully ablated with a non-boston scientific catheter. The patient's neurological condition was monitored during the procedure and the activated clotting time (act) was above 300 all the time. After the procedure, the patient was fully awake and responsive. She was even able to move the whole body in a controlled manner. Nevertheless, the patient had difficulties to lift her left arm on the next day and therefore a stroke was assumed. The ability to move this arm again got better over the next hours so the neurologists decided not to take any actions.

Manufacturer narrative:
Patient codes: code updated from 1770 to 2109. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke. During an ablation procedure, an atypical flutter was mapped with an intellamap orion catheter and afterwards successfully ablated with a non-boston scientific catheter. The patient's neurological condition was monitored during the procedure and the activated clotting time (act) was above 300 all the time. After the procedure, the patient was fully awake and responsive. She was even able to move the whole body in a controlled manner. Nevertheless, the patient had difficulties to lift her left arm on the next day and therefore a stroke was assumed. The ability to move this arm again got better over the next hours so the neurologists decided not to take any actions.